Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed the excessive no delivery and displacement test.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 127 mg/dl at the time of incident. The customer reported that they changed the sets and was still getting the alarm. The insulin pump was returned for analysis.